Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: clinical data was received for evaluation. On follow up with the representative, the episode details were unknown, the clinician said there were many episodes which were visible on diagnostic mobile programmer application which they thought were removed by the ai incorrectly. ECG (electrocardiogram). Episode was evaluated by electrophysiologist; unable to determine if it was true af. Contributing factors that can lead to this event are documented in the risk management file. This event was foreseen in risk management and is included in monitoring. Therefore, no further investigation was required. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID lnq11 serial #: (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the artificial intelligence (ai) algorithm rejected true atrial fibrillation (af) events in a cryptogenic stroke patient.

Manufacturer narrative:
A supplemental report is being submitted for correction. D3: MFR name, street 1, MFR city, MFR region and postal code are corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.